Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of 0x501 was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing and shock testing without duplicating the report. An internal inspection found no discrepancies. The customer's complaint of 0xe1b was duplicated and attributed to a contaminated trace on the main board. The main board was replaced as a precaution for both errors. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "ECG fault -501" and "error 1, fail watchdog timer selftest" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.